Event description:
It was reported that a patient allegedly fell from the bed due to the lower left bolster not being firm. No additional information has been provided.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by joerns which determined the lower left bolster not being firm was likely due to a malfunctioning mattress assembly. No injury was reported and no medical attention was required for the alleged patient fall. Customer performed repairs. Evaluation allegedly performed by third party service providers joerns healthcare.

Event description:
It was reported that a patient allegedly fell from the bed due to the lower left bolster not being firm. No additional information has been provided.